Event description:
Two of the kits with lot 20171209a had extremely viscous fluid and two of the kits had extremely viscous fluid and brown particles. The sponge in another kit (lot number 20180520a) had black spots scattered on it. Pictures are available.